Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the item appeared as available after being issued due to a software bug (pi 51152). A technical support specialist (tss) logged into the caro database through sql to review the 'medpass tranno' and 'medpassdispense' tables. The tss found that no 'medpassdispense' record was created for the first issue transaction. Because this first transaction was missed and not recorded, the medpass app allowed another b-issue transaction at the station. The second transaction was successfully recorded, which corrected the medpass app's operation. The tss noted that station 03 was still running version 1.6, while the other cabinets were on version 1.7. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini had med pass error and item was pulled only on certain time. Customer reported that the medication item trospium chloride/xano 30 mg-125 for the patient was not being removed from the medication order after it had been passed. The system displayed a blue dot instead of a green check mark. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.